Manufacturer narrative:
Manufacturer narrative: rotation, is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced chronic lens rotation. Lens remains implanted. There is a planned lens removal and replacement. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.